Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 3fr groshong catheter with stiffening stylet was returned for evaluation. An initial visual observation revealed three kinks on the stylet near the 31cm, 32cm and 35cm depth marks. A dark residue was observed within the catheter near the distal valve. A functional test of flushing the catheter with water using a 12ml syringe was performed. A leak was observed just proximal to where the stylet tip was located in the catheter. A microscopic observation revealed a very irregular split where the leak was found. A puncture-like hole was observed, along with an uneven and rough textured split. The catheter was dissected for inspection of the inner wall, and some additional marks/impressions were observed near the split. The observed damage can occur due to excessive manipulation of the stiffening stylet within the catheter, poor hydration of the stylet, and/or advancement of the stylet and/or catheter against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that fluid leakage from the catheter approximately 1 cm below the tricuspid valve at the 3f level resulted in catheter placement failure. No further details available or provided.